Event description:
International affiliate reported leakage from the silicone tubing on a transfer set. There was no pt injury or medical intervention reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event of leakage from the silicone tubing on a transfer set. The root cause was a tubing pinhole. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.